Event description:
Dr [redacted] was using a zero tip nitinol stone retrieval basket in the left ureter of the patient when the device would not close anymore. The basket would not grab the stones out of the left ureter.this is the second retrieval basket to fail five minutes after the first device failure.